Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Hook and actuator ring damaged. The injection port with the locking connector, tubing strain relief and 3.5cm of catheter were returned for evaluation. Per visual inspection, it was observed that the actuator ring was in locked position, hooks were deployed. The locking connector was in locked position. Biological debris was observed inside of the actuator ring and hooks. Liquid was still inside of the septum retainer. Per microscopic inspection, it was observed that the septum was punctured 1 time. A functional test was performed on the injection port with an unsuccessful result. One hook remained deployed when the actuator ring was in the unlocked position. It was observed that the tip of the hook was also bent. The injection port was disassembled and it was observed that the link was no longer attached to hook and the link was bent. The injection port may have not been correctly secured with the realize applier or with additional sutures, as specified in the instruction for use (IFU). Alternatively, failure to place the port in an appropriate location may enhance risk of port placement issue. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process. A review of the manufacturer process was performed and it was noted that 100% functionally tested is done on the injection ports are prior release. Therefore it is unlikely that a manufacture is contributed at this event description.

Event description:
It was reported that post implant to a laparoscopic adjustable gastric band procedure, it was noticed that the port had flipped during a routine adjustment. The original implant date and surgeon are unknown. The port was replaced on (B)(6) 2010 and sutures were used to secure in place. There was no adverse consequence to the patient.